Event description:
The report received from the medical affairs indicated that a patient experienced heart attack approximately 3 years post initial cypher stent placement. The patient's medical history is significant for allergies: morphine, tylenol, seasonal; cad, ptsd, denies smoking and alcohol use, former drug abuse. On (B)(6) 2004, the patient had a cypher stent placed in an unknown artery due to heart attack. In 2007, the patient experienced chest pain and was diagnosed with a heart attack. As treatment, the patient underwent placement of two unknown coronary stents in unknown arteries. Plavix therapy was resumed. No additional information is available to date. The study stent remain implanted thus unavailable for analysis.

Manufacturer narrative:
Concomitant medications included lipitor, metoprolol, plavix, and simvastatin. Please note that the actual event date is unknown however it was reported that the patient had a heart attack in 2007. The report received from the medical affairs indicated that a patient experienced heart attack approximately 3 years post initial cypher stent placement. The patient's medical history is significant for allergies: morphine, tylenol, seasonal; cad, ptsd, denies smoking and alcohol use, former drug abuse. On (B)(6) 2004, the patient had a cypher stent placed in an unknown artery due to heart attack. In 2007, the patient experienced chest pain and was diagnosed with a heart attack. As treatment, the patient underwent placement of two unknown coronary stents in unknown arteries. Plavix therapy was resumed. No additional information is available to date. The study stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 40104479 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction (heart attack) and restenosis are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event of mi. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that these events are related to the design or manufacturing process therefore no action is required.